Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was noted that the patient came to the clinic because they experienced nausea and dizziness. The ra lead remains in use. No patient complications have been reported as a result of this event.